Manufacturer narrative:
This event occurred in (B)(6). Calibration and qc were acceptable. The diluent handling and stability were acceptable. No issues were identified during a review of the instrument maintenance report and the daily alarm trace. The photo of the patient sample shows some kind of gel smear or fibrin next to the label. Sub-optimal sample quality can affect results. The patient is also being treated with numerous steroids. Product labeling states "steroid drugs may interfere with this test." The sample was requested for investigation but could not be provided. Since the sample could not be provided, the investigation could not be completed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results between undiluted and diluted results for 1 patient sample tested for elecsys estradiol iii assay (estradiol iii) on a cobas 8000 e 602 module. The initial result was > 3000 pg/ml. The sample was diluted 1:10 and the result was 1869 pg/ml. The sample was repeated with a result of > 3000 pg/ml. The sample was diluted 1:5 and the result was 2005 pg/ml. The customer is not sure which results are correct. No results were reported outside of the laboratory. The customer suspects an interference in the patient sample affecting the results. There was no allegation that an adverse event occurred. The e602 module serial number is (B)(4).